Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13443. The pt has two leads from the same lot number. It was reported the pt experienced pain at her ipg and lead anchor site. No more info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.